Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further investigation results: review of sterilization and seal strength records related to work order 2961144 did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. During the review of seal strength test for external thermoform records, it was observed that 10 consecutive points were under the central limit of the control chart. However, this trend does not affect the product quality since the individual data points are above the 1 lb limit, and it complies with the specification of qc-568, section 14.2, rev 16.0. During the review of seal strength test for internal thermoform records, it was observed that 11 consecutive points were under the central limit of the control chart. However, this trend does not affect the product quality since the individual data points are above the 1 lb limit, and it complies with the specification of qc-568, section 14.2, rev 16.0. Deviation 324800 was referenced in DHR record for work order 2961144, this deviation is related to a weight tolerance issue, however there is no impact to the devices as this deviation was referenced just as a containment measure. Also, these defects have no relation with the reported event. Other records reviewed: environmental monitoring results for sep 2016, and bioburden monitoring results for (B)(6) 2016. Review of work order 2961144 and the event code "infection" did not identify any ncs, ers or CAPA associated with this information.

Event description:
Patient reported that they previously experienced "an infection" on an unknown side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they previously experienced "an infection" on an unknown side. Device has been explanted.